Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle experienced foreign matter, contaminated. The following information was provided by the initial reporter: parent of minor child stated, he is seeing a "clear liquid" on the needle tip stated, he pushes down on the plunger rod and a "small drop" comes from barrel onto needle tip.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle experienced foreign matter, contaminated. The following information was provided by the initial reporter: parent of minor child stated, he is seeing a "clear liquid" on the needle tip stated, he pushes down on the plunger rod and a "small drop" comes from barrel onto needle tip.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 2353349. All inspections were performed per the applicable operations qc specifications.